Event description:
It was reported that a pt underwent a bilateral diagnostic carotid angiogram to determine if the pt had a cranial aneursym. Following the diagnostic procedure, a 6f angio-seal device was deployed without complication, with hemostasis being achieved instantly. The pt was reported to be on bedrest for hours before ambulating. Four days post-deployment, the pt presented to the hospital's emergency room with an infected groin area. The pt was admitted to the hosp and treated with antibiotics (i.e., vancomycin). Blood cultures drawn at the time of admission identified the presence of methicilin resistant staphylococcus aureus (mrsa). Co is unable to determine whether the pt was msra positive prior to the diagnostic/deployment procedures. Three days following hosp admission, it was noted the infection site had built up a lot of pus and was draining. The pt was transferred to another hosp for a surgical consult, removal of the angio-seal device, and debridement of the groin area. Additional info obtained by st. Jude medical indicated the removal of the angio-seal device was thought to have occurred in 2002 and the pt was reported to be recovering. It could not be determined if the user performed a preplacement angiogram prior to deployment of the angio-seal device.